Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box revealed the black box data from the date of the complaint was overwritten however the current black box showed evidence of partially discharged batteries being installed. Unrelated to the original complaint, the pump powered with the returned battery cap to a dim and discolored display. The battery cap was able to fully tighten. The battery compartment was found to be cracked below the grip pad. The current draws were within specifications. A ¿battery life¿ issue was not duplicated during the investigation. The pump case was removed and there was no evidence of moisture or loose components observed inside the pump.